Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer was advised by the md to change out set and bolus to treat hbgs. It was indicated that the md was unsure of the cause, but believes it may be the pump. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests.